Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately high compared to another device (doctor¿s meter). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2017. The patient reported obtaining blood glucose readings of ¿333 and 349 mg/dl¿ with the subject meter and ¿107mg/dl¿ on the other device, performed more than 30 minutes apart. The time difference between the readings exceeds lfs¿ criteria for a valid comparison. The patient manages her diabetes with insulin. The patient claimed she took her usual dose of 20 units of insulin as a result of the alleged issue. The patient reported developing symptom of feeling ¿shaky¿ an unspecified time after the alleged issue began. There was no report of medical treatment/intervention received as a result of the alleged issue. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The csr noted that that the patient was testing with test strips that were past their discard date. The patient refused to have the products replaced. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.